Manufacturer narrative:
Related MFR # 2916596-2023-02735. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of fall could not be conclusively established. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists driveline infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range as well as how to respond in the event that there is a risk of bleeding. The heartmate ii lvas patient handbook is also available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The chronic driveline infection requiring prophylactic antibiotics is reported under MFR# 2916596-2023-02735 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient fell and broke their left hip on (B)(6) 2023 while going to the bathroom at night. The patient had an open reduction and internal fixation (orif) performed on (B)(6) 2023 and was discharged to rehabilitation on (B)(6) 2023. The fall was deemed unrelated to any ventricular assist device (vad) issues. The patient was chronically on doxycycline by mouth for a driveline infection; blood and driveline cultures were positive for mrsa. The medication fell off the patient's medication list during the hospital stay for the fractured hip and the patient was discharged without antibiotics. The patient presented again to the emergency department on (B)(6) 2023 with nausea/vomiting and was admitted for infection work-up, presumed from longstanding driveline infection. The patient was placed on intravenous (IV) vancomycin through (B)(6) 2023 and then transitioned to lifelong doxycycline by mouth. There was no ventricular assist device (vad) disfunction throughout the hospital stay. It was later reported that the patient completed the course of IV vancomycin, remained on lifelong suppressive doxycycline, and will be monitored by the infectious disease team.